Manufacturer narrative:
No patient results impacted by this event. A beckman coulter fse (field service engineer) determined that the substrate valve was the cause of sample counts outside limits errors reported by the customer. This failure mode indicates that an rlu (relative light unit) value has been generated which is outside the system's read capability and is consistent with compromised substrate delivery. The failure mechanism of a malfunctioning substrate valve identified by the fse as the cause of this event has the potential to cause the analyzer to generate erroneous patient results; however, there is no indication this potential was realized in this instance. (B)(4).

Event description:
The customer reported obtaining recurrent sample counts outside limits errors on the customer's access 2 immunoassay system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.